Manufacturer narrative:
(B)(4): evaluation, methods: (films). Results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression). Evaluation, conclusion: failure/lack of effectiveness related to patient condition (disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was in for a routine follow up; the angiogram showed the stent graft has migrated with no endoleak. There is a pseudo aneurysm above the stent graft, below the renal arteries. There is a short aortic neck and the pseudoaneurysm is saccular, 40 mm in diameter. An endurant aortic cuff was placed and ballooned, and the migration and endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine. The review of a single returned angiogram image post-implant show that the stent graft is 4cm below the left renal (which has been stented), and there is a large aneurysm between the renals and stent graft. The proximal neck length is short; approximately 1cm.